Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: va01uz4); product type: 0200-lead; implant date (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was to get MRI information. The caller reported that the patient had a lead removed but a portion of the lead remains implanted. The caller indicated that they have an x-ray that shows the radiopaque lead markers and the electrodes. The lead was damaged about 5 years ago during a removal procedure.  Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed MRI information